Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she tried to upload her insulin pump to carelink but instead received an error message. The customer four years ago, passed out while driving and crashed due a low blood glucose level. Her latest blood glucose level was 25mg/dl. She had two low blood glucose episodes. In the alarm history off no power alarm was found. The device was not returned.